Event description:
Pt underwent spinal fusion procedure l4-s1 on 8/27/92. On 8/31/93, implants were removed and an anterior fusion was performed, along with a posterior approach using bone graft. Pseudoarthrosis identified at l4-5. L5-s1 solidly fused.